Event description:
It was reported that the user experienced a period of high glucose that persisted after a supply change while using the ilet system with a cd infusion set, with no visible leaking, moisture buildup, or physical issues with the cannula or tubing; lot numbers were provided for the cd set, cartridge, and connector. Symptoms included no reported clinical symptoms consistent with hyperglycemia per the blood glucose questionnaire, and the user later returned to normal glucose range. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included user interview, review of use conditions, and troubleshooting guidance. Investigation of this case revealed no device malfunction or component damage observed or reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to the device, its components, or user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.